Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were reproduced while running a loaded set. Evidence for the reported symptom was found through review of the event history log by the presence of "upstream occlusion!" In the log; however, it cannot be determined if the alarms are true or false. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.